Event description:
Report received from the USA stating that the device was "not working." The device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no additional information provided.

Manufacturer narrative:
The device was not received by (B)(4). If additional information is received, a supplemental report will be sent. (B)(4).